Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure in the stomach on (B)(6) 2026. During the procedure, the endcap detached. There was an attempt to reattach the endcap, but it detached a second time. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0501 is being used to capture the reportable event of detachment of device or device component.

Manufacturer narrative:
Block h6 device code a0501 is being used to capture the reportable event of detachment of device or device component. Block b5 additional information received (B)(6) 2026 included the amount of time the procedure was delayed. Block e1 additional information received (B)(6) 2026 reported the physician's phone number and email.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure in the stomach on (B)(6) 2026. During the procedure, the endcap detached. There was an attempt to reattach the endcap, but it detached a second time. This event delayed the procedure by approximately 30 minutes. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0501 is being used to capture the reportable event of detachment of device or device component. Device evaluation. Block h11 the overstitch nxt was not returned. However, media analysis was performed. The documentation attached includes a picture where it can be observed the device after use with the cap detached. For this reason, there is enough evidence to confirm the reported event of cap detachment of device or device component. A risk review of the overstitch nxt was completed and confirmed that the event of cap detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the cap detachment of device or device component was due to the physician's technique during the procedure or was related to a device malfunction. For the event prolonged episode of care, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure in the stomach on (B)(6) 2026. During the procedure, the endcap detached. There was an attempt to reattach the endcap, but it detached a second time. This event delayed the procedure by approximately 30 minutes. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.